Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose prostyle instructions for use states; ¿do not use the perclose prostyle smcr system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based up-on bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The account reported the physician was aware of the high stick and no indication; therefore, notification is not required. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, the physician did a high stick likely leading to the failure to cycle and adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: 1494 clarifier - incorrect anatomy.

Event description:
It was reported that this was an arteriotomy closure above the right epigastric artery using five prostyle devices after a diagnostic left heart cath procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with five prostyle devices. An arterial perforation occurred. A covered stent was placed contralaterally from the left groin in an attempt to treat the perforation, however, this was unsuccessful. The patient received a blood transfusion and was sent to another hospital for surgery. A femostop device was applied to the right groin, and a sheath was kept in place in the left access site during transportation to mitigate the bleeding. A clinically significant delay in the procedure was reported. No additional information was provided.